Event description:
It was reported that a device separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6f guidezilla ii pv long guide extension catheter was selected for use. During the procedure, it was noted that the device got separated at the joint part between the guiding part and stainless shaft. The guiding part came out of the sheath and was completely removed manually. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated from the collar and the tip is damaged. Microscopic inspection revealed no additional damages. No other issues were identified during the product analysis.

Event description:
It was reported that a device separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6f guidezilla ii pv long guide extension catheter was selected for use. During the procedure, it was noted that the device got separated at the joint part between the guiding part and stainless shaft. The guiding part came out of the sheath and was completely removed manually. The procedure was completed with another of the same device. There were no patient complications reported.